Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 04-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 346 mcg/day. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had fluid in the pump pocket and was experiencing withdrawal symptoms. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the catheter was replaced. The existing spinal segment was cut and tied off but remains implanted. The catheter had become separated at the pump segment connecting pin. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.